Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot expiration date is currently unavailable.

Event description:
The customer reported via phone that the tip of their vapr s90 electrode with integrated hand piece exploded during a shoulder procedure. The customer also stated that there was debris in the patient that was completely removed. The case was completed with another vapr electrode. There were no patient consequences but a 10-15 minute delay was reported. The device will be returned for evaluation.

Manufacturer narrative:
The complaint device was received and evaluated. The suction tube was intact, and visual inspection revealed saline residue in the suction tube indicating the device was used. The active tip shows signs of activation. Visual inspection under a microscope revealed signs of melting on the manifold between 9 to 4 o¿clock positions of the tip, confirming this complaint. The cord was returned severed; no information was provided on why or when it was cut. Therefore functional testing of the device was not performed. The root cause of this event has been reviewed against the supplier risk analysis and is consistent with the expected outcome of such an event. A manufacturer investigation (CAPA) and mitek nr have been initiated to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no internally assignable cause for the reported issue. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. Corrective actions to be identified through manufacturer CAPA, if a root cause is found then appropriate corrective actions will be identified and implemented accordingly; there are none to be implemented at this time. Depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).